Manufacturer narrative:
Age: group 2: 65.4 years (mean); group 3: 66.9 years (mean). The asymptomatic cement leakages in the three groups are filed in MFR report# 2953769-2010-00186. Report source: article titled "comparison of the results of balloon kyphoplasty performed at different times after injury", by gun soek oh, m.d., hyeun sung kin, m.d., ph.d, chang il ju, m.d., seok won kim, m.d., ph.d, seung myung lee, m.d., ph.d, ho shin, m.d., ph.d. Method: other; device not returned; followed-up with author.

Event description:
In an article titled "comparison of the results of balloon kyphoplasty performed at different times after injury," the following events were reported: in the acute group, one female pt developed a symptomatic cement extravasation into the posterior spinal canal that was treated by posterior decompression and cement removal. In the chronic group, one female pt had a serious pyogenic spondylitis 4 weeks after the procedure; this pt underwent a posterior fusion to relieve intolerable pain due to an aggravated kyphosis after the infection resolved. No add'l info was reported. Note: this article originated from korea, however, kyphoplasty products are not distributed in (B)(4).